Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent at completion of investigation.

Event description:
The event is reported as: complaint alleges while using the neptune heater; an artifact occurred on a phillips monitor while on a patient. The heater was changed while using the same circuit and the artifact still occurred. The circuit was changed and the artifact discontinued. No patient injury was reported.